Event description:
The dealer is reporting that the clip is broken on the footrest.

Manufacturer narrative:
Invacare awareness date (10/26/2012). Complaint was not given to regulatory affairs from customer service for processing until (05/22/2013). Potential for injury associated with the clip being broken on the footrest on an t93he manual wheelchair this could cause instability with the product.